Event description:
It was reported that blood pooled in the bd vacutainer® k2 edta (k2e) blood collection tube stopper well after use. The customer reported 100 occurrences of this event. The following information was provided by the initial reporter: "blood pooling."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to blood pooling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooled in the bd vacutainer® k2 edta (k2e) blood collection tube stopper well after use. The customer reported 100 occurrences of this event. The following information was provided by the initial reporter: "blood pooling".